Event description:
The pt had to recharge his device more frequently coinciding with starting heat radiofrequency therapy. The recharging interval decreased from once a month to once a week and then to once every 3 days. Impedances were fine. No programming changes had been made. The pt had been getting good coupling at every recharge. The device settings were low (not specified). Technical services estimated that the recharge interval should have been once every 3 weeks. The pt was in contact with his hcp and may stop using heat radiofrequency therapy. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.